Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4, h6- the 2nm torque limiting handle with quick coupling (p/n: 03.614.035, s/n #: (B)(6), lot #: 5654193) was returned and received at us cq. Upon visual inspection, scratches were observed on the device but have no impact on the device functionality. No other issues were identified with the returned components of the device. A functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was 1.966 nm which was not within the specified torque range of the device of 2.05 nm - 2.45 nm. Hence, the torque test failed low. It was reported on (B)(6) 2020, during evaluation at service and repair, the 2nm torque limiting handle with quick coupling was found to have failed calibration. The repair technician reported the device failed low. End of service life is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint condition is confirmed for the 2nm torque limiting handle with quick coupling (p/n: 03.614.035, lot #: 63294). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part #: 03.614.035. Synthes lot number: 5654193. Supplier lot number: (B)(4). Release to warehouse date: 30-nov-2007. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during evaluation at service and repair, the 2nm torque limiting handle with quick coupling was found to have failed calibration. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) 2nm torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).